Manufacturer narrative:
The hill-rom tech found left siderail latch broken, missing nut, bushing, screw. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. A tech replaced siderail latch, nut bushing, screw to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail latch was broken. The bed was located at the account in (B)(6). There ws no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).